Manufacturer narrative:
Concomitant medical products: tgmr404020j, lot# :21334742, UDI: (B)(4). This report addresses the dissection. A separate report (2017233-2020-00227) is being sent to address the distal emboli.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with a non-gore stent graft. On (B)(6) 2020, this patient underwent additional endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system. After the first stent graft, (tgmr404020j) was implanted in distally, the second stent graft, (tgmr404015j) was attempted to be advanced proximally, however difficulty was encountered when advancing through the angled region within the first stent graft. The wire and the catheter appeared to be looped at the thoraco-abdominal transition area. Angiography after device placement revealed a localized dissection at the thoraco-abdominal transition. Also, stenosis of the left renal artery due to the localized dissection was observed. A palmaz genesis 6mm stent was placed in the left renal artery to treat the stenosis. The localized dissection was elected to be monitored. Distal emboli in the left lower limb were also confirmed. The distal emboli were reportedly possibly due to thrombus shift. As a treatment, papaverine hydrochloride was infused. The physician's comment: the localized dissection was due to the wire/catheter operation. There were multiple thrombi in the dissection area. The patient's aorta was angular, making wire operation difficult.

Manufacturer narrative:
Conclusion code 1: 22: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft with active control system may include, but are not limited to dissections.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.